Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022 at 11:00 am, the patient started feeling dizzy, confused, nauseous and couldn¿t see straight and lost the ability to speak or stand up. Her cgm reading was 85 mg/dl, but her fingerstick bg was 30 mg/dl. She consumed seven cups of juice, two glucose tablets, and an orange. Her father drove her to the emergency room (ER) where she stayed from 12:00 pm to 7:00 pm. She was given IV fluid, but since she had already consumed so many carbs and her bg had risen, no other medication was given. However, she was still having confusion and dizziness as well as high blood pressure and tachycardia. She was monitored and then was released after she recovered. After her bg came back up it was over 300 mg/dl but the cgm was reading low. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.